Event description:
The olympus field service engineer reported that the evis exera ii ultrasound gastrovideoscope forceps elevator had foreign material. The issue was found during preparation for use, and the diagnostic procedure (gastroscopy) was completed using the same set of equipment. No patient harm was associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The assessment found that the forceps elevator had a yellowish/brown foreign material, but it was not determined what the foreign material was. Additional findings include the following: due to nozzle clogging, water removal ability did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob is out of the expected value. Due to wear of the angle wire, the play of the right/left knob was out of the standard value. The adhesive on the ending section cover or distal sheath was detached. The connecting tube was discolored. The universal cord was scratched. The light guide lens was discolored. The distal end has a dent. Due to the forceps elevator deformation, the forceps raising angle exceeds the standard value. The charged coupled device unit was damaged, so the specified resolving power was not obtained. The image had black dots due to the damaged charged coupled device unit. The suction cylinder deformation caused a loss of water tightness. The acoustic lens was scratched. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation results, the cause of foreign matter remaining in the equipment could not be determined. Olympus will continue to monitor field performance for this device.